Event description:
The customer reported a motor error alarm just before entering the room to have an MRI scan done. The customer removed the insulin pump, and later experienced low blood glucose levels. At the time of the call her blood glucose reading was 49 mg/dl. The customer seemed confused and unable to follow directions. The paramedics were called for the assistance, and they arrived shortly thereafter. Troubleshooting on the insulin pump was not possible due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Further functional testing could not be conducted due to the motor error alarms.